Event description:
It was reported that during a pulse generator change-out, this right ventricular (rv) lead exhibited high capture thresholds and loss of capture (loc). The lead was tested using a pacing system analyzer and the elevated thresholds persisted. A review of the stored data revealed the threshold increased during the previous 6 months; however, impedance and sensing measurements were normal and a chest x-ray showed no abnormalities. The treating physician performed a venography that showed the patient anatomy had a closed access. The patient is not pacing dependent, so the physician elected to program rv pacing off. No adverse patient effects were reported. The device is not expected to be returned. Additional information received indicated that this right ventricular (rv) lead had no capture and there were high capture thresholds. Lead fracture was suspected. Sensing and shock impedances were within the normal range, and no noise was noted. Subsequently this lead was surgically abandoned, and a new lead was successfully replaced. No additional patient adverse effects were reported.

Manufacturer narrative:
This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.